Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections ind8, d9, e1, g2 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no video image was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was no image occasionally. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was occasionally no image from the subject device. Water invasion was observed during the incoming inspection but the image was restorable. There was no harm or user injury reported due to the event.